Manufacturer narrative:
It could not be confirmed if the customer performed the operational checkout prior to putting the bililux into use. Review of the photos provided show the spring arm adapter was in good condition and the screw holding the spring arm adapter to the spring arm came loose. Therefore, root cause of the bililux falling toward the patient was due to a lack of maintenance of the bililux spring arm. As a preventive measure, draeger replaced the spring arm and emphasized to the customer the need for regular maintenance of spring arm. No further issues have been reported.

Event description:
It was reported as time passes on the bililux, the part holding arm socket slowly loosen, this results in dropping the bililux head down towards the patient. The device used without the hood closed. There was no adverse patient impact reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported as time passes on the bililux, the part holding arm socket slowly loosen, this results in dropping the bililux head down towards the patient. The device used without the hood closed. There was no adverse patient impact reported.